Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device does not turn on; the display is blank. There was no reported patient involvement.

Manufacturer narrative:
The customer ordered a replacement som pca. The device will be considered returned to full functionality upon replacement thereof. The device remains at the customer site.

Event description:
The customer reported that the device does not turn on; the display is blank. There was no reported patient involvement. The (B)(4) defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.